Event description:
A journal article was reviewed that contained information regarding this device. It was reported that the patient felt a "gradual symptomatic deterioration" over a few months. He was assessed for heart transplantation. Device monitoring and interrogation during hospitalization showed "asynchronous pacing artifact." Also noted was that the device was undersensing. Device status is unknown. Further follow-up did not yield any additional relevant information regarding this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: "managed ventricular pacing algorithm during brady- and tachyarrhythmia." Heart rhythm society. November 1;7(11):1632-1634.